Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became delayed when pressed. Reportedly, the customer had to press the touchscreen numerous times for the touchscreen to respond. Troubleshooting with tandem technical support was performed and touchscreen remained completely unresponsive. Customer's blood glucose level was 195 mg/dl. Customer has back up insulin injections for insulin therapy.